Manufacturer narrative:
(B)(4). The device was received, and the evaluation is in progress but has not yet been completed. Upon completion of the evaluation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. Rite (returned instrument test evaluation) electrical testing was conducted and the passed. Temperature verification testing passed. The device failed rite functional testing as a system error (se) 2042 (positive t tank low) occurred during testing. Additional volumetric accuracy testing was performed and the device failed. Test piston foam was installed and the device was able to pass the volumetric accuracy testing. The removed piston foam was inspected and revealed that the piston foam was deteriorated. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. The cause of the issue was determined to be the deteriorated piston foam. The piston foam was scrapped, and the device was sent for servicing. A CAPA event has been initiated to investigate the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice device failed the fluid volume accuracy testing. There was no patient involvement. No additional information is available.